Event description:
Reference MDR #1219856-2011-00474 for the first iab event involving the same patient. It was reported that event involved a male patient while in the intensive care unit. Indications for use: bridge to transplant. At this point, the md tried to pull the intra-aortic balloon (iab) without the spring wire guide (swg) inserted. When the md reached the balloon membrane, the md cut the iab, rounded the inner lumen and finally inserted a swg for the completion of the removal process. During the removal of the final part of the iab, the membrane detached from the inner lumen and the md was able to remove the whole membrane without the need of surgical intervention. There was no report of patient death, injury or complications. There was a delay or interruption in therapy while removing the iab successfully with no harm to the patient. There was another successful attempt at the procedure. The iab was inserted via (new site) left arterial artery successfully. The patient outcome is fine. As of (B)(6) 2011, the patient is still under counterpulsation therapy. Additional information received on (B)(6) 2011 from the sales representative stated that they did not use the same insertion site for the second iab. Second insertion was the left arterial artery. No sheath was used. Unknown time of delay or interruption. Reference MDR #1219856-2011-00475 for the related iabp event involving the same patient.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.